Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that the hakim inline with siphon guard had breakage of the siphon guard after implantation. The valve was implanted, date of implant and initial setting were unknown. After implantation, the patient complained of a headache. It was found the sg was broken, possibly due to hardness pumping. Revision surgery was performed with certas valve. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam was not possible as the cam mechanism has separated from the stator. The valve was visually inspected: there was damage to silicone housing, distal connector separated from the valve, valve casing cracked, cam mechanism and cam pillar separated from the stator. The valve was dismantled and was examined under microscope at appropriate magnification: the valve casing was cracked, damage to the cam mechanism steps at top. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause of the problem found during investigation is likely due to the valve receiving hard knock or knocks as noted in the complaint description ¿possibly due to hardness pumping.¿ the root cause for the separation of the connector and the damage silicone housing is likely due to user error. Previous investigation of this issue has concluded that silicone housing tears are not design related. In order for the housing tear to occur, the user has to compromise the silicone through a nick or tear. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.